Event description:
The patient contacted lifescan and reported that their one touch ultra meter was giving inaccurate results. Medical affairs specialist attempted to contact the patient, but the phone kept ringing and there was no option to leave a message. A letter will be sent. The patient had received a result of 125mg/dl on their meter. They had not experienced any symptoms at the time of concern. Within 10 minutes of the subject meter result, they were tested on the paramedics meter. However, the emt meter result is not provided. The patient had indicated that they had received a shot from the paramedics to get them to respond. There is no further information provided regarding the event. Their diabetes medication regimen was also not provided and it is unknown if the patient had treated themself based on the meter result prior to the paramedic arriving. During troubleshooting, it was verified that the meter was set in the correct unit of measurement and that it ws coded correctly. The patient's test strips were in good condition and within the expiration date. They were walked through two control solution tests, but both of them failed outside the range. Based on the information provided, there is indication at this time that the product has malfunctioned. The patient was walked through two consecutive control solution tests and the results fell outside the specified range. Based on the failed control solution tests, there is indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. However, there is insufficient information to conclude that the product caused or contributed to any injury. Therefore, this case is reported as a product malfunction. A replacement meter, control solution, and test strips were sent to the patient.